Manufacturer narrative:
The hill-rom technician inspected the bed and found no problem with siderail assembly. There was no wear, nothing bent or out of adjustment. The technician pushed and pulled and could not get the siderail to come unlatched. At a following phone call, the account stated that the pt had a questionable left #7 rib fracture.

Event description:
Pt alleged she pushed on the lefside foot end siderail to reposition herself when the siderail came unlatched and pt fell out of the bed.